Event description:
It was reported that during a cryo ablation procedure, there were difficulties inserting the sheath into the groin requiring incisions and pushing. It was also noted the dilator was damaged, appearing like it was peeled. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number: 0012417101 was returned and analyzed. Visual inspection of the on the shaft and handle area was performed. The tip of the sheath was intact with no anomaly. The inspection identified a kink at the side port tube. During the external visual inspection of the returned native dilator, damage was observed at the tip, along with a scratch and material flash approximately 0.7 inches from the tip. The steering mechanism and deflection test were performed. No anomaly was discovered. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.06609 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00597 psig and in an acceptable range. In conclusion, the sheath failed the returned product inspection due to damage to the dilator tip and shaft and a kink on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.